Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Distal end of specimen pouch was stretched, deformed and torn before the weld. The specimen pouch had completely separated from the ring, uncinched. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the reported condition may occur if the plunger is retracted after bag deployment but before the bag is completely cinched by pulling the pull ring. This premature retraction causes undesirable bag detachment. Replication of the observed condition of torn specimen pouch may occur if the specimen pouch contacts a sharp object and subsequently rips under tension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung resection, when the lung specimen was removed, the bag detached from the shaft and fell off before the lung specimen was placed in the bag. The procedure was completed with another device.